Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 55 mg/dl and 124 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained, or how long they have been noticing the discrepant results. No action was taken based on device results. No low or high blood symptoms reported. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549629, exp date: 05/31/2008.